Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) there may have been an issue with the used wand that could have caused arcing such as a break in the material of the tip or insulation; (2) a power surge to the subject controller, (3) using an improper power cord or improper extension cord, or a loose power connection. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The unit, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the controller shows no cosmetic issues. The back label is in good condition and the warranty seal is broken. An inside view revealed that there are no loose parts. There are no manufacturing abnormalities found. During functional evaluation, the returned coblator 2 controller was tested on all settings and performed as intended without any failures. The reported arcing issue could not be detected. The complaint was not verified as the device performed as intended. There are several root causes which can contribute the reported issue: (1) the wand was disconnected during the activation; (2) electrostatic discharge interference; (3) protection earth line was disconnected during the surgery. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coblation machine was arcing when being used with coblation wand. No patient injury or significant delay were reported. There was no back up device available.